Event description:
It was reported that during a stenting procedure of the iliac artery, after the non-abbott debulking tool was used, a dissection was noted. The left femoral artery was accessed with a guide wire being advanced, however it went through a false lumen in the common iliac to the aorta. The patient exhibited symptoms of pain, decreased blood pressure and electrocardiogram (EKG) changes. The patient received medications of versed and morphine and received fluids and was stabilized. The right groin was accessed and a 5.0 mm x 20 mm and 8.0 mm x 20 mm fox cross balloon were used with a good result at the lumen to treat the dissection followed by deployment of a 9.0 mm x 28 mm omnilink stent. The patient was reported as fine post procedure, however, the patient subsequently expired. The exact cause of death was not provided. The left access site was closed with a non-abbott device and the right access site was closed by manual compression. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient information of age and weight are estimated. (B)(4) - indication for use. There was no reported product deficiency. Death is listed in the product instruction for use (IFU) as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Because it was reported that the omnilink was used to treat the iliac artery, it should be noted that the IFU states: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use caused or contributed to the reported death.